Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received an e-9 error message on the aviva system. The patient took his regular dose of insulin. He did not know how much or what kind of insulin was taken. The patient started to experience dizziness and he was very disoriented around 4:00 p.m. Or 5:00 p.m. The timeframe between the e-9 error message and when the patient started to experience low blood glucose symptoms was unknown. His wife called the paramedics and they arrived and tested him on their meter. The blood glucose result was in the "20's mg/dl range". The paramedics treated him with something, and he stated it might have been glucose when asked. He doesn't know how much they gave him, but he soon started to feel better. The paramedics left half an hour after arriving because the customer felt normal. Return of the suspect device was requested for evaluation.